Event description:
Total knee implants were removed due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat 5521-b-300, lot gtwi, description: tri ts baseplate size 3; cat b000-0240, lot 6m8508, description: md. Universal cement restrictor; cat 5545-a-302, lot er7ea3ad, description: tri rm/ll tib aug sz3 5mm; cat 5560-s-212, lot m8a13a, description: tri cemented stem 12mmx100mm. An evaluation of the device cannot be performed as the patient requested to keep the devices and did not returned them to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Total knee implants were removed due to infection.